Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found several external outer insulation abrasions exposing the outer coil caused by friction to the device at proximal region of the lead.

Event description:
This report is to advise of an event observed during analysis.